Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure other relevant patient history? Any concurrent procedure/device implantation? How was the mesh placed? Please specify a site/location of mesh exposure in 2013? What type of incontinence (urge or stress incontinence) was diagnosed on (B)(6) 2019? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or no change? Surgical findings of 2019 partial mesh removal procedure? Why was the tvt being tested specifically for actinomyces in this case? What were the test results of the d+r for actinomycins? What additional treatment (if any) was given to the patient based on the test results? What is physician¿s opinion as to the etiology of or contributing factors to both events, in 2013 and 2019? What is the patient's current status? Product code and lot number? If applicable, will product be returned, return date, tracking information? Note patient -reported adverse event that in 2013 the mesh was visible in two places and the mucosa was closed across the exposed sling mesh both places, was submitted via medwatch: 2210968-2019-83112.

Event description:
It was reported that the patient underwent a sling procedure in 2006 and the mesh was implanted. In 2013 during examination, the mesh was found to be visible in two places, and a doctor closed the mucosa across the exposed sling mesh both places. On (B)(6) 2019, the patient was referred from hospital because of diagnosis of prolapse and incontinence. During genitourinary examination, a small mesh erosion was found distal to the urethra. The patient was approved for eroded sling mesh and a recurrent anterior wall surgical procedure. On (B)(6) 2019, approximately ½ cm of the mesh material was removed and sent to dr: cultivation and resistance for actinomyces. Additional information has been requested.